Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose level was 511 mg/dl. Customer experienced symptoms such vomiting, body ache and heart beeps like 150. Customer was decline to complete troubleshooting. The customer was treated with insulin drip, lantus and intravenous. The customer stated that she was not connected to the insulin pump while at the hospital but now that she was home she set up her insulin pump, like everything was new and connect it to her body but her blood glucose was still over 400 mg/dl and even if she give herself a bolus it was not go down. The insulin pump will be returned for analysis.